Event description:
End user called on (B)(6) 2013 and said the needle she was given as a sample to use broke off in her stomach after injecting her insulin on (B)(6) 2013. She had communicated that previously she was using syringes for her insulin injections. She stated she went to e.r. That night and was kept overnight and that surgery was performed by alternative radiology on (B)(6) 2013. (B)(4).